Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated there was an adverse consequence to the patient post procedure ¿recurrent transient visual disturbances¿ which was resolved. Based on the information provided in the complaint, there was no surgical delay and no medical intervention reported. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that about 4 months post successful procedure on (B)(6) 2022 for right internal carotid artery-clinoid (c5 segment) aneurysm procedure on (B)(6) 2022 with the subject flow diverter, the patient suffered recurrent transient visual disturbances. According to site this adverse event had a possible relationship with the subject flow diverting stent. The adverse event was resolved without any treatment. No additional information available.

Event description:
It was reported that about 4 months post successful procedure on (B)(6) 2022 for right internal carotid artery-clinoid (c5 segment) aneurysm procedure on (B)(6) 2022 with the subject flow diverter, the patient suffered recurrent transient visual disturbances. According to site this adverse event had a possible relationship with the subject flow diverting stent. The adverse event was resolved without any treatment. No additional information available.

Manufacturer narrative:
H3 other text : the device remains implanted in the patient.